Manufacturer narrative:
H6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -9.50 into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2023 the lens was exchanged with the same model, longer length and the problem was resolved. The reporter indicated the cause of the event is unknown.